Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "as the surgeon went to pull the trial out, the trial broke off at the shaft and trial interface."